Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing, intermittent high blood glucose (bg) levels (over 300 mg/dl) and had headaches. Boluses via the pump and insulin injections were administered to address the high bg. There were traces of ketones and water was consumed to address them. The contact did not know the cause of the high bg and reverted to using insulin injections to manage diabetes. The customer received another pump and resumed pump therapy. The high bg did not reoccur.